Event description:
While the surgeon was drilling with an fdb 2.0 drill bit from hand innovations distal radius fracture repair set, the very tip of the drill bit broke off in the radial bone. The drill bit piece could be seen on fluoro via c-arm. The surgeon was able to remove drill bit as evidenced by fluoro and post-op x-ray of right arm.